Manufacturer narrative:
The cpu tray cover damage reported did not cause the device to be unstable. A follow up was performed with the customer, and information was received that the device was still secured to the stand as it had a second screw threaded in. Based on the information provided, the incident is not a reportable event. There is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury were it to recur. This report is being redacted.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's central processing unit (cpu) tray cover had a piece of metal broken off. The mounting threads on the cpu tray cover are bad. The customer was therefore unable to secure the device to the stand. There was no patient involvement when the issue occurred. There was no patient or user harm reported. The remote service engineer provided the customer with the part number for a replacement central processing unit (cpu) tray cover.